Manufacturer narrative:
Other relevant device(s) are: product ID: 9 734477, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. Eval code method 10 is associated with this analysis. The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer will not power up. With a test power supply installed the computer still will not power up. Suspected the computer has a motherboard malfunction preventing the computer from booting up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the computer screen was flickering. It was noted that the pc and video splitter sway. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.